Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise was noted on the right ventricular channel. Reprogramming was attempted to resolve the event, but the noise remained. The physician elected not to perform any additional intervention, and the patient was in stable condition.